Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The physician repositioned the ipg from the low back to the abdomen. The patient was doing well post-operatively. No further information could be obtained.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The physician repositioned the ipg from the low back to the abdomen. The patient was doing well post-operatively. No further information could be obtained.